Event description:
It was reported that a spectrum pump had an inoperable keypad during therapy. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the reported inoperable keypad. The eval found an intermittent response from the second soft key. This condition was caused by a failed keypad. All other keys were found to function as designed. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.